Event description:
Prescribed cgm for management of t1d/bg levels. Premature failure of these sensors is frequent, as is signal loss. I use this device 24/7 with an insulin pump. This is safety issue and I would urge the FDA to re-investigate any clearance for these sensors.